Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified unspecified vessel of the right arm. A 9.0mm x 80mm, 40cm gladiator¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated however, it ruptured at 16 atmospheres on the first inflation. The device was completely removed from the patient. The procedure went fine and was completed with another of the same device. No patient complications were reported and there were no problems with the patient.